Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 6f terumo pinnacle sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium I the vicinity of the access site, and the vessel size to be approximately 8 mm. Peri-procedure the pt was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician "shuttled the sealant, the sheath would not retract due to the device being jammed". The physician continued to attempt retraction of the sheath and the balloon pulled through the arteriotomy. The pt was given protamine for heparin reversal. The physician removed the device and converted the pt to 15 minutes of manual compression, and a femostop was applied for 2 hours, with no further complications.

Manufacturer narrative:
The aci sales professional conducted a visual inspection of the device once it was outside of the pt, and observed the sheath to be severely damaged and the cartridge not making contact with the balloon. The sheath and the device were thrown away before the sales professional could collect them and send to the manufacturer for a complete investigation. The device and the procedural sheath were not returned; therefore, a complete investigation could not be performed. Based on the info provided and no returned device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1212902) indicated that the mynx lot met all established performance criteria prior to shipment.